Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was severely worn and partially separated. The tip of the probe had scratches. When the grasping section was closed, the scratches of the probe coincided with the severely worn part of the pad. The manufacturing history was reviewed, with no irregularities noted. This type of the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Omsc could not determine the exact cause for the output failure because the reported phenomenon was not reproduced. Based on the past similar cases, it was known that the device could not be output since abnormal output error might occur when the user activated output while the probe and the grasping section are in contact with each other. The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface. *do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result.

Event description:
The user noticed that the device could not be output on pre-operation inspection. No further information was reported. As a result of evaluation of omsc on may 16, 2017, omsc confirmed that the tissue pad was severely worn and partially separated.